Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" date (B)(6) 2013, inratio 6.3, inratio 3.1. Time elapsed between each method of testing is less than five minutes. Pt's therapeutic range is 2.0 - 3.0.